Event description:
It was reported that the vascular stent was found to be fractured after placement. The stent had been placed to treat a stent fracture and occlusion of two vascular stents.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4). The lot number has been provided. The device history records are being reviewed. The investigation is currently underway. Per IFU the lifestent xl vascular stent is intended for primary stenting of de-novo or restenotic lesions of the peripheral arteries. The reported application represents an off label use of the device.